Event description:
It was reported that during low anterior resection procedure with the patient in the operating room, there was an endoscope configuration error on the tower after connecting the endoscope. There was also an arm error. The tower was restarted to resolve the endoscope error and the arm was restarted to resolve the arm error. There was a 1 hour delay so the procedure was converted to laparoscopic. There was no injury to the patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Without a return, a physical technical inspection is not possible. However, the most probable root cause, assumed by the investigator, is a temporary communication failure. May this be caused by an incorrect placed plug (not fully inserted) or wrong product information was submitted during the startup after plugging in the scope. This is assumed because the product worked as designed and expected after a restart of the camera unit. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).